Event description:
A healthcare professional reported to baxter (B)(4) of a solution administration set with 3 way stopcock in which "the set was leaking at the level of the junction between the tubing and the luer lock when the reporter has connected the set to the patient...the set was separated (luer lock away from the tubing)." The event occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The actual sample and photo of the sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned at the plant for evaluation. A visual inspection was performed and inspection of the solvent traces revealed that the tubing was under inserted into the luer showing an uneven distribution of solvent. The reported condition was confirmed. The root cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through a CAPA. Should additional information be received, a follow-up medwatch will be submitted.